Manufacturer narrative:
Additional information added to: d9: correction to e2; g2: added healthcare professional. This device was evaluated and repaired through the service repair process. Based on the findings, the probable cause of the reported issue was due to electrical failure of the pressure sensor assembly. A review of the device history record showed the device had a manufacture date of 26nov2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn: (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported failed disk accuracy test/failed pm. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported failed disk accuracy test/failed pm.